Event description:
Upon withdrawal of ablation probe/needle from patient, the tip broke off. Portion of needle was attempted to be extracted by dr but unsuccessful. Another attempt made under fluoroscopy but was unsuccessful. Manufacturer response for standard percutaneous antenna with thermosphere technology, covidien/emprint (per site reporter). Unknown.